Event description:
On (B)(6) 2103 the reporter contacted animas, alleging a loss of power issue. The reporter alleged that the pump suddenly lost power in the middle of the night without producing a low battery alarm. The issue occurred 1.5 weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The information in the device history from the event date was overwritten due to continued use of the pump; the available data indicated no pump reboots. No damage was observed to the pump battery cap or compartment; the battery cap secured to the pump properly and power was maintained. The pump powered on and displayed the verify screen successfully and did not lose power after the battery cap was loosened. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no intermittent connections were found in the power circuit.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.